Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the batteries of cardiosave intra- aortic balloon pump (iabp) not charging. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,b5 , b6 , b7, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,health effect ¿ impact codes ), h11 , d10. A getinge field service engineer (fse) was dispatched to resolve the problem. The fse reported that no fault was found with the device. Both batteries were fully discharged, once were connected to ac power, the device began charging batteries normally. All functional and safety checks performed meet factory specifications.

Event description:
It was reported that during use, the batteries of cardiosave intra- aortic balloon pump (iabp) not charging. There was no harm or injury reported.